Manufacturer narrative:
(B)(4). (B)(6). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted. Product location is unknown.

Event description:
It was reported that the nurse noticed a small black foreign body on sterile implant packaging. Another device was used to complete the procedure. Attempt for further information has been made, but no further information has been provided.

Manufacturer narrative:
This follow up report is being filed to relay that this report is a duplicate of MFR # 0001822565-2017-08549.